Manufacturer narrative:
Steris made multiple attempts to contact the user facility employee to obtain additional information however, no response has been received. The vaprox hc sterilant instructions for use are placed inside each shipping case and states: "wear personal protective equipment to handle cartridge; chemical resistant gloves." "Warning - do not use if sterilant packaging is damaged." "Precautionary statements if on skin (or hair): take off immediately all contaminated clothing. Rinse skin with water / shower." Every assembled vaprox hc sterilant cup is placed into plastic bag and sealed. The bag states: "warning - wear chemical resistant gloves prior to opening sealed bag." A follow- up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
A user facility employee reported via chemtrec report that while he was "moving a tray of vaprox hc sterilant" some of the product got on his left hand causing a "white burn" on his fingers. It is unknown if medical treatment was sought or administered.